Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in backup vvi mode. A user download was unsuccessful. The device was explanted and replaced on (B)(6) 2013 due to approaching elective replacement indicator (eri).